Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a malfunction of, "the squeezey got broken and reattached, needs another new one" was confirmed during device evaluation. The cause of the problem was presumed to be physical damage to the pusher block latch. The device was returned unrepaired therefore no fixes were implemented on it.

Event description:
The facility reported an infusor. Pump with "the squeezey got broken and reattached, needs another new one." It is unknown when this condition occurred. However, it is known to have occurred in the "anesthesia" department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. The customer reported problem of an infusor. Pump with malfunction of "the squeezey got broken and reattached, needs another new one" was confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.